Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log files were submitted for review. A review of the log files revealed, lower-than-expected voltage being supplied by the mobile power unit (mpu). It appears that the mpu patient cable may have an issue.

Event description:
The mobile power unit was removed from use.

Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of lower-than-expected voltages supplied by the mobile power unit (mpu) was confirmed via log file analysis. A review of the log files contained data spanning approximately 12 days ((B)(6) 2023 per timestamp). Throughout the log files, while connected to the mpu, the rsoc and bus voltage values on both power cables were lower than expected. The rsoc and bus voltage were as low as 8.8 v and 10.9 v, respectively. The log file captured intermittent power cable disconnect alarms on (B)(6) 2023 at 23:55:50 and (B)(6) 2023 from 0:37:28 ¿ 1:00:33 and 8:37:33 ¿ 8:38:18 due to the decreased voltage levels. Pump operation was not affected. No other notable alarms were active in the log file. The heartmate mobile power unit (s/n: (B)(6)) was not returned for analysis. Per the provided information, the mpu was removed from service and will not be submitted for repair. A root cause for the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook, rev. D - section 5 ¿alarms and troubleshooting¿- covers all alarms (visual and audible) that are associated with the system controller, including power cable disconnect alarms, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook, rev. D - section 6 ¿caring for the equipment¿- describes how to properly care for and clean all equipment, including the mobile power unit and the patient cable. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.